Event description:
Evaluation revealed a dislodged display screen and evidence of moisture on the force sensor plate.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and evidence of moisture on the force sensor plate. Solder was found around the force sensor pins that were intact and fully inserted into the sockets. During testing, the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.